Event description:
It was reported that prior to the implant procedure, this implantable pacemaker was found to be operating in safety mode. The device was exchanged to resolve the event, and no adverse effects were reported. This pacemaker has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.